Event description:
The event was reported as: the customer alleges that the nebulizer breaks after pt use. The breakage point was at the male oxygen port on the nebulizer. No report of a pt injury or intervention.

Manufacturer narrative:
Lot number: the customer provided three lot numbers but cannot specifically assign a given lot number to a given nebulizer. Lot number are # 02h1302119, 02f1301975, 02f1302110. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. The customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. However current production was verified to identify any issue that can lead to the reported defect and no issues were found. If the defective sample becomes available, this investigation will be updated with the evaluation results.